Manufacturer narrative:
During visit at the customer facility, an arjo representative was informed by a customer staff about a citadel plus bed frame malfunction. It was found, that the side rail panel was detached from the side rail mechanism. There was no indication that the issue occurred at time of use the bed frame by a patient. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail panel detachment might be related to an excessive force applied to the side rail. This hypothesis could not be confirmed as the circumstances in which the malfunction occurred are unknown. To conclude, the side rail panel was broken off the bed and from that perspective the citadel plus bed did not meet the performance specification. No patient was involved. No injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.

Event description:
During visit at the customer facility, an arjo representative was informed by a customer staff about a citadel plus bed frame malfunction. It was found, that the side rail panel was detached from the side rail mechanism. There was no indication that the issue occurred at time of use the bed frame by a patient. No injury was reported.